Event description:
The customer reported the device display a low battery error. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.